Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent, inaccurate fill estimates after loading multiple cartridges onto the pump. Reportedly, the cartridges were filled with 150 units of insulin. The customer's blood glucose level was in the 120's (mg/dl). During a follow-up call on (B)(6) 2017, the customer reported loading a new cartridge successfully and receiving an accurate fill estimate.